Event description:
30 minutes into pt hemodialysis treatment a leak is reported at the joint between venous bloodline tubing and dialyzer connector. After machine pump was stopped these two components separated. Due to potential for contamination, the blood in the extracorporeal circuit was discarded. Ebl = 400cc. No pt injury or need for medical intervention is reported. A new line was set up to continue treatment.